Manufacturer narrative:
(B)(4), no issues or discrepancies were found in the device history record of product code 833-114 / batch 74c1902280 that can be related to the failure mode reported. Per ha-000039 rev. 12 line: operational hazards - incorrect or inappropriate output or functionality - needle disengages/separates from suture when used with an accessory and/or suturing device: when the suture is used with an accesory and/or suturing device the suture maybe subject to forces that are under control of the surgeon using the device. A corrective action cannot be determined due to the lack of batch number to perform a proper investigation and determine a root cause. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
During sacrospinous fixation the bullet at the tip of the suture got stuck in the capio slim while pushing the handle of the capio. This event happened several times and finally, she had to use another capio slim to solve the problem.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During sacrospinous fixation the bullet at the tip of the suture got stuck in the capio slim while pushing the handle of the capio. This event happened several times and finally, she had to use another capio slim to solve the problem.